Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alarm sound was confirmed. The system controller (serial number: (B)(6)) was returned for analysis. The system controller underwent functional testing and did not pass. Upon connecting the system controller with the system monitor, the reported event of an alarm sound was confirmed. A digital multimeter (dmm) was then used to check continuity of the individual conductors within the system controller power leads. It was found that the red (digital ground), orange (communications), yellow (alarm out), blue (motor current out), and brown (relative state of charge) wires of the white power lead did not pass resistance testing. An insulation tester was then used to test the continuity between conductors. The red, orange, yellow, blue, and brown wires were all found to be shorted to the shield of the power cable. The cable¿s outer layers were stripped, and the red, yellow, blue, and brown conductors of the white power lead were found to be partially severed. These conductors being damaged is consistent with the reported event. The reported issue of an alarm sound was reproduced. The system controller power leads were replaced with a pair of test power leads in order to complete testing. The system controller functioned as intended. The system controller was able to run a mock loop for an extended period. No further troubleshooting was performed. The root cause of the reported event was determined to be damage to the red, orange, yellow, blue, and brown wires within the white power lead; although not conclusively determined, the cause of the damaged conductor appears to be consistent with the repetitive flexing of the cable over time. The device history records were reviewed for the system controller (serial number: hsc-129767) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with alarms that the patient believed to be coming from the mobile power unit (mpu), however after some troubleshooting the source of the alarm was due to the white cable on the system controller having a faulty connection with both mpu and battery power when the cable was moved around. The system controller was exchanged.